Manufacturer narrative:
Manufacturer's report date: july 02, 2014. (B)(4). Although requested the set and devices have not been received. A follow up report with investigation results will be submitted should the device be returned for evaluation.

Event description:
The customer reported a leak at filter on an extension set used for tpn. Set is changed every 24 hours. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.